Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display (dim/fading/color spectrum) issue. There was no indication the product caused or contributed to an adverse event.this complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, the pump powered on with a dim display with discolored text. Unrelated to the complaint, investigation revealed a cracked battery compartment.